Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite functional test and passed the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- one or more cycle?s advance to next fill when slow/ no flow occurred above the minimum drain volume threshold. A device history review revealed relationship to the iipv is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2011, the drain volume was 4153ml during cycle 2.